Event description:
The simulator is used to simulate pt treatments in radiotherapy. The pt is positioned on the table of the simulator while the physician and radiographers are simulating a radiotherapy treatment. On 2/15/94, one radiographer was using the pendant (a handtool to instruct the simulator to perform movements). Normally, it is only possible to perform movements when two enable bars and a thumbwheel are pressed. But, after releasing the enable bars as well as the thumbwheel, the movement of the gentry didn't stop and it collided with the table. The pt was fortunately not yet on the table. This event could not be reproduced, but similar events have occurred before.